Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "On patient could not change mode to simv. No harm to pt, vent switched out."

Manufacturer narrative:
On march 09, 2015 carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of april 02, 2015, there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. (B)(4). The carefusion field service technician evaluated the device and was unable to reproduce/verify the reported event. Therefore the cause of the reported event was not determined. The carefusion field service technician ran the device through a complete checkout per the service manual to ensure that it meets all factory specifications.